Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet system, with limited contextual details available. Symptoms included hypoglycemia. Outcomes included information that was insufficient to characterize the impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available, the medical device problem and the specific device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.